Event description:
There was no patient involved in this event. The device was observed switching itself on automatically.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in september 2009 and performed to specification up to the 16th september 2012. The device failed the self-test due to a low battery on the 13th february 2013. The device records multiple manual power ons, some of 10 minutes duration, between the 7th-18th july 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The self-test fail due to a low battery would have been caused by membrane failure and the ten minute time outs. Slight voltage fluctuation was observed over the pogo pins however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.